Event description:
A patient had a rotator cuff repair in 2005 using a spiralo anchors. They are reporting that 2 of the original fixation devices failed which preciptated a re-surgery in 2006 using mitek super anchors for remedy. (Questions for clarity out to the affiliate.) [Also see associated MDR 1221934-2006-00103]